Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The us complainant reported the 73-year-old male patient was on impella cp support due to having non-st elevated myocardial infarction and heart failure. While on support, the patient was having absent pulses in the right lower extremity (impella side). The impella was removed and the patient was escalated to the impella 5.5.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.